Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The end of the threaded section of the retaining rod fractured off, rendering the device inoperable. The piece that fractured off was not returned. The device was manufactured in 2006 and exhibits signs of extensive wear/usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during the procedure the threaded end of retaining rod broke. No injuries or delays reported.